Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise of shock lead impedance (sli) values up to 127 ohms. The rv threshold had increased over a period of time to 1.6v. This patient was tested in clinic including isometric testing. Technical services (ts) provided troubleshooting including suggesting a commanded shock test and reprogramming the sli limit. No adverse patient effects were reported. Currently, this rv lead remains in service.